Manufacturer narrative:
Section d5: operator of device corrected. Section d9: corrected. Sections e2 and e3: corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed tissue ingrowth that had partially extended over the proximal edge of the inflow cannula. Although a specific cause for the observed tissue ingrowth could not be determined through this investigation, it did not appear to have contributed to any flow issues during support as no adverse patient consequences, alarms, or functional issues with the lvas were reported in association with the event. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Inspection of the inflow cannula revealed a notable amount of native heart tissue adhered to the apical cuff and the outer textured surface of the inflow cannula. Closer inspection revealed that this tissue had partially extended over the proximal edge of the inflow cannula and was well adhered to the inner textured surface of the lumen. Upon disassembly, visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the returned pump revealed tissue growth that partially extended over the proximal edge of the inflow cannula.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.